Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that the permanent implant procedure was aborted due to cardiac issues on the table. Nothing was implanted and patient was stabilized in the operating room (or) and was taken to the hospital for evaluation. The patients current status was stable.

Manufacturer narrative:
Sc-2218-50 (sn: (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the permanent implant procedure was aborted due to cardiac issues on the table. Nothing was implanted and patient was stabilized in the operating room (or) and was taken to the hospital for evaluation. The patients current status was stable.